Event description:
The event was reported as: the green plastic end became dislodged from the white plastic arm. It was retrieved from the pt's pharynx using a magill forceps. This report is the first of two separate incidents reported. No pt injury reported. No further info available.

Manufacturer narrative:
The device has been sent to the MFR, but investigation report is not available yet. Investigation is ongoing and a follow up report will be sent as soon as is available.